Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient discard the devices.

Manufacturer narrative:
Continuation of d10: product ID 3487a lot# l64803 serial# implanted: (B)(6) 1999. Explanted: (B)(6) 2020. Reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that a cervical laminectomy was performed and the remaining portion of the lead was fully removed.

Manufacturer narrative:
Continuation of d11: product ID 3487a, lot# l64803. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 3487a, lot# l64803, implanted: (B)(6) 1999, explanted: (B)(6) 2020, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller stated that scs system was removed as patient was having difficulties with it and needed MRI scans so they decided to have it removed. Caller stated that patient reported they had called the mdt rep to check their system (unknown date) since they were in a lot of pain and didn't feel like the system was working. Caller indicated the rep checked it (unknown date) and indicated system was off and had been off for a long time. Troubleshooting was not required. The issue was not resolved through troubleshooting. Caller inquired if scs lead had been removed in addition to the ins. Caller stated they had imaging showing ins was gone but there was still something in the patient's spine but the image was taken after the pump was implanted so they didn't know if it was scs lead(s) or pump catheter they were seeing. Technical services (tss) reviewed drs info and suggested additional imaging or contacting hcp for more information. Tss reviewed head-only guidelines if any abandoned scs components remain.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a, lot#: l64803, product type: lead. Other relevant device(s) are: product ID: 3487a, serial/lot #: (B)(4), ubd: 06-may-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the hcp attempted to explant the scs system so patient could have an MRI scan. The rep reported that when the physician attempted to explant the lead and electrode 0 broke off and was currently in the cervical region. Rep reported hcp was going to perform laminectomy to remove the 0 electrode later today.